Manufacturer narrative:
As reported, the 29 x 10 palmaz genesis/opta-pro stent got disengaged from the ballon before introducing inside long sheath. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of ¿long gen/pro 29 x 10 per 135¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was inspected observing the following conditions: the balloon was received deflated, and it was observed that the stent was still mounted on the balloon; nevertheless, evidence of a partial ballon inflation attempt was observed due to the partial stent expansion present on the received unit. No damages or anomalies were observed on the device. A complete inflation/deflation functional analysis was performed to simulate the deployment mechanism. During this analysis, the stent was expanded correctly and was easily deployed after the balloon was deflated. The balloon area was inspected using a vision system to get an amplified image and stent strut marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82234512 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿¿¿stent dislodged¿ was confirmed as the device was received with a partial stent expansion. However, the exact cause cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information for review and with the limited amount of information provided, it is likely procedural factors and handling of the device during preparation contributed to the events reported. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, the 29 x 10 palmaz genesis/opta-pro stent got disengaged from the ballon before introducing inside long sheath. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82234512 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 29 x 10 palmaz genesis/opta-pro stent got disengaged from the ballon before introducing inside long sheath. There was no reported injury to the patient. The device will be returned for evaluation.